Manufacturer narrative:
(B)(4). On 9/14/10, the customer reported that the unit failed to power up on ac power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
On 9/14/10, the customer reported that the unit failed to power up on ac power.